Event description:
Device malfunciton: stent fracture. Time of device malfunction: approximately 1-year post procedure. Symptom/ ae: none it was reported that after a control CT-angio, the interventional radiologist suspects a fracture in an acculink stent placed last year. The acculink stent was placed in the left ica, in a lesion that was very calcified. The CT-angio also showed severe restenosis in the same area. In the CT-angio, a stent strut appears to be a totally different angle than the other struts. The physician is planning to place a second carotid stent, a more rigid stent, believed to be better in a calcified lesion. No additional information available.